Manufacturer narrative:
This event is not longer reportable because it is a duplicate of medwatch report# 0002936485-2019-00125.

Event description:
It was reported that the tip broke during the procedure. The tip was retrieved successfully. The need for an expanded portal size does not pose additional risk to the patient as it is within the scope of the original procedural requirements to create a portal large enough to perform the surgery at the discretion of the surgeon.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. The catalog number, description, lot number, and 510k code is not known at this time, however should it be come available it will be provided in future reports.

Event description:
It was reported that the tip broke during the procedure. The tip was retrieved successfully. The need for an expanded portal size does not pose additional risk to the patient as it is within the scope of the original procedural requirements to create a portal large enough to perform the surgery at the discretion of the surgeon.